Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Device distributor reported on behalf of the home care user that the patient received multiple occlusion alarms, one during a bolus. The patient changed supplies but continued to receive occlusion alarms. The infusion site was determined to be the cause of the alarm. A blood glucose level of 390 was reported, but no ketones were produced. The patient converted to manual injections for therapy. No injury occurred.